Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that there was a proximal type I endoleak. The aorta gram performed confirmed that there was a proximal type I endoleak filling a dilated portion of the aortic neck and the endurant bifurcated stent graft was about 7-10 mm below the renal arteries. The physician decided to implant an endurant 36x36x49 aortic cuff at the level of the lowest(right) renal. The endurant aortic cuff was then ballooned. Another aortogram was then performed and the endurant aortic graft was placed perfectly and there was no endoleak present. The physician then closed the right groin and the procedure was finished. The physician stated that the cause of the proximal type I endoleak was related to the patient¿s anatomy of a reverse conical nature of the aortic neck and continued aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.